Event description:
It was reported that the device came out of the autoclave with a broken 440 stud. There was no patient involvement.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.